Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is unable to establish communication between her ipg and external devices. The patient's programmer also reflects a communication error. It was also reported the patient has not charged or used her ipg since 2011. The patient is without stimulation. The patient now desires to use her scs system again. The patient will meet with her physician as the next course of action. Please note: the exact event date is unknown at this time.

Event description:
Follow-up information revealed the patient is undecided regarding her ipg issue and no interventions have been planned at this time.